Manufacturer narrative:
The customer received remote support from the customer care solution center.

Event description:
It was reported the device showed an ECG equipment malfunction error. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the ECG connector and processor pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG connector and processor pca for which parts were ordered for replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time.